Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected on (B)(6) 2010 with 2.0ml of coaptite (lots 1018370 and 1018438). The pt required foley catheter placement prior to leaving the office. The catheter remained in place for one day; severity was mild. The pt also developed a mild urinary tract infection on (B)(6) 2011, and was treated with antibiotics for 10 days. The physician does not feel this was related to the coaptite injection.

Manufacturer narrative:
Additional info for sections: catalog# 8005p10, lot# 1018438, expiration date: 4/2013. Implant date: (B)(6) 2010. Manufacture date: 04/2010. This event was reported in the interim post-approval study status report for PMA (B)(4), (B)(4) 2011. At the time of this report, the symptoms had resolved. The device history records for coaptite lots 1018370 and 1018438 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.